Manufacturer narrative:
The device was returned to olympus for evaluation. The customers¿ allegation was confirmed. The blocked channel was due to foreign material coming out of the channel tube. This condition is caused by insufficient cleaning (handling issue) and the problems related to reprocessing were also identified, due to insufficient or incorrect reprocessing of the scope which was used for the next procedure. Additional events identified during evaluation are as follows: (a.) The suction channel clogging from foreign material remains or is clogged; due to insufficient reprocessing). (B.) The angle wires were stretched. (C.) There was deterioration or discoloration; due to chemical stress during reprocessing (caused by handling). (D.) Cracked parts of resin were identified as the defects in the universal cord/ distal end gi scope caused by physical stress, dropping, or mishandling. (E.) The universal cord showed signs of insufficient cleaning. (F.) The bending manipulation and insertion tube defects showed cracks of adhesive on the bending section cover, or distal sheath. (G.) Part of the insertion tube is caught, and pinched-the insertion tube becomes deformed (handling issue). (H.) And the forceps instrument channel function is clogging; due to insufficient reprocessing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii colonovideoscope, did not allow brushing, or sucking. The event occurred during maintenance, no patient or user harm was reported with this event. The subject device was subsequently evaluated by olympus. The evaluation uncovered that there was insufficient or incorrect reprocessing. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and results the approved final investigation. Correction to h6 type of investigation - code 10 was inadvertently left out of previous report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The foreign material was reported to resemble seeds. Based on the results of the investigation, olympus was not able to specify cause of why the foreign material was left. Since the user could not conduct brushing and there was no physical damage to the scope cylinder, it is likely device handling deviated from the instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
To olympus, that the evis exera iii colonovideoscope, did not allow brushing, or sucking. The event occurred during reprocessing. There was no delay and the procedure was completed. There was no patient or user harm associate with this event. The subject device was subsequently evaluated by olympus. The evaluation uncovered that there was insufficient or incorrect reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the estimation.